Manufacturer narrative:
The reported device has been received and evaluation is in progress. Supplemental report will be submitted when new information is available.

Event description:
Medtronic received that the distal segment of a pipeline flex device would not open at deployment. During the procedure, the pipeline was deployed more than 50%, but distal end of the pipeline had a "cornucopia" shape and would not open. It was reported this pipeline flex was prepared following the IFU and it was not placed in a vessel bend. The pipeline had been resheathed no more than 2 times. The physician decided to removed this pipeline with the microcatheter. After removal from the patient, the pipeline flex still appeared to be pinched on the distal end. Another pipeline was used to complete the procedure. There was no injury to the patient this patient's aneurysm was located at the paraopthalmic remnant from a previously clipped de novo cavernous malformation. Its morphology was saccular with both maximum diameter and neck diameter at 4mm. The distal and proximal landing zone of the parent vessel was 3.75mm and 5mm respectively. The patient's vessel tortuosity was described as moderate.

Manufacturer narrative:
Additional information, device evaluation the pipeline flex device was received for evaluation and the clinical observation could not be confirmed. As received, the pipeline braid was detached from the pushwire, with the braid fully open and slightly frayed on both ends. The distal hypotube appeared to be stretched and the pushwire was bent at 5cm and 23cm from the tip coil. No other anomalies were observed. The likely cause of the customer experience with this device could not be determined, however, the patient's torturous anatomy could be a factor which contributed to the reported experience. If information is provided in the future, a supplemental report will be issued.